Manufacturer narrative:
Unit passed displacement test. Pump error 63 (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error hardware low level failure. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay. (B)(4).

Event description:
The customer reported via phone call that the middle button on insulin pump was cracked. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.